Event description:
The facility reported 1 incident of "lock not properly working" on the transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was reported with this incident.